Event description:
It was reported that review of the presenting electrogram (egm) for this pacemaker revealed right atrial (ra) pacing fusion and farfield r-wave oversensing. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.